Manufacturer narrative:
The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: late seroma left breast after bilateral breast implants, submuscular allergan textured implants. Diagnosed with anaplastic large cell lymphoma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Sus voluntary event report (mw5026065) received 25/jul/19. Event of "late seroma left breast after bilateral breast implants, submuscular allergan textured implants. Diagnosed with anaplastic large cell lymphoma" was reported. Device has been explanted.